Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely cause is patient factors, including age of the patient at implant. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy, a patient with a 29 mm inspiris resilia valve implanted un pulmonary position underwent re-intervention for a valve-in-valve procedure due to valve degeneration with reduced excursion of one of the cusps which appeared thickened and with moderate-severe pulmonary valve steno-insufficiency (mild stenosis, peak gradient of 36 mmhg) after an implant duration of two (2) years and five (5) months. As reported, moderate insufficiency was diagnosed on the following check-up after index procedure. The patient was asymptomatic. Reportedly, the valve dysfunction began shortly after surgery and was then followed up over time with follow-up checks, until the last check-up in which cardiac catheterization and elective valve-in-valve procedures were indicated. A 29 mm transcatheter valve was implanted within the edwards surgical valve in replacement. The patient was noted as to be doing well and discharged.